Event description:
A doctor of ophthalmology reported that one day following glaucoma filtration device implantation surgery he noted that the device touched the iris and found bleb leakage. The bleb leakage was resolved on (B)(6) 2013 after conjunctival suturing twice. The shunt remained in the eye.

Manufacturer narrative:
Evaluation summary: 1. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. 2. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. 3. The surgeon was considered that there was no casual relationship between the leakage and the device. 4. The shunt remains in the eye. Because a sample was not returned, the root cause cannot be determined. The root cause will be reassessed upon completing the investigation. There have been 2 other complaints for the lot. Additional information was requested and received. (B)(4).